Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center. During inspection of the returned device, it was observed that there was white residual foreign material inside of the air/water cylinder, air/water tube and inside of the jet tube. The customer did not report any patient user injury or harm reported to olympus.

Event description:
Connecting tube also had foreign objects.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/07/2024. Corrected fields: b5,e1,h6(component code is being corrected to 525 - tube and 440 - cylinder). Additional information added to field d8,h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from auxiliary water channel. However, a definitive cause could not be determined. The events can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.